Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that the patient explained that he had stuck a needle into his original inflatable penile prosthesis (ipp). The physician suspects full fluid loss with the patient's device. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. Upon implant, the physician tested the new ipp and noted that the implant is now fully functional. There were no further patient complications. Should additional information be received a supplemental report will be submitted.